Manufacturer narrative:
Block e1: the initial reporter facility name: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the orifice of common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, when the pressure reached 6 atm the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The initial reporter facility name: (B)(6). Imdrf device code a0402 captures the reportable event of a balloon burst. Investigation results: the returned cre wireguided dilatation balloon was analyzed, and a visual examination found that the balloon was damage. Microscopic inspection found that the balloon was burst, and the inside lumen was stretched. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was confirmed. The results of the analysis performed on the returned device found that the balloon was burst. The burst found is likely to have occurred due to procedural factors encountered during the procedure, such as an excess of pressure, the interaction with other devices, or anatomical factors as well. All these factors and interactions could have interfered in the device performance and consequently, on the damage found in the balloon. Also, it is possible that interaction with any kind of sharp surface during the procedure could create friction on the balloon, causing the analyzed problem of the device. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the orifice of common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, when the pressure reached 6 atm the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.